Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that per operation notes, the patient had an implantable neurostimulator replacement in 2016 due to the following issue. The patient had excellent results for approximately two months, and then after that, the patient did not have good control of her symptoms despite repeat programming. The patient opted for a revision with insertion of a paddle lead electrodes and replacement of the implantable neurostimulator. There were no further complications reported or anticipated.